Event description:
The deltapaq coil (cdf10020630/c15610) had partly stretched when the surgeon tried to position it. The surgeon had to remove it and changed to another one (details unknown) to fill. There was no adverse event associated with this complaint. No patient or vessel code information provided.

Manufacturer narrative:
Upon receipt, it was found that the coil was not returned. A complete search of the returned packaging failed to find the coil. Upon receipt and observed through the sheath, it was found that the coil was not returned inside the introducer sheath and was separated. It was further found that the detachment fiber received heat and melted as designed. The coil was detached via the detachment control box (dcb) as no mechanical detachment occurred. Therefore, based on the evidence received, it cannot be determined if this dpu was involved with the field complaint as the coil was successfully detached. The coil involved with the complaint event was removed from the patient as stated in the reported procedural information and should have remained attached to the dpu. However, based on the reported information the most likely contributing factor to the reported coil stretching appears to be related to the positioning process. The coil may have stretched with the coil was retracted for positioning/repositioning while the coil was temporarily anchored. Possible scenarios include the coil becoming anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines; ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ without the confirmation that the returned device that was received with evidence of heat detachment of the coil was the involved unit, without the stretched coil, and without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the reported event. The device labeling outlines appropriate techniques related to the identified potential procedural factors contributing to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the lack of clinical/procedural information and the analysis of the returned device no root cause conclusion for the reported stretching or condition of the device can be made. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Upon receipt, it was found that the coil was not returned. A complete search of the returned packaging failed to find the coil. Upon receipt and observed through the sheath, it was found that the coil was not returned inside the introducer sheath and was separated. It was further found that the detachment fiber received heat and melted as designed. The coil was detached via the detachment control box (dcb) as no mechanical detachment occurred. Therefore, based on the evidence received, it cannot be determined if this dpu was involved with the field complaint as the coil was successfully detached. The coil involved with the complaint event was removed from the patient as stated in the event description and should have remained attached to the dpu. However, based on the event description, the most likely contributing factor to the original complaint coil stretching occurred during repositioning. The coil most likely became anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the temporarily anchored coil was retracted for repositioning, the coil may have stretched. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the confirmed return of the complaint dpu, the stretched coil, and without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.